Event description:
Information was received regarding a cadd administration set. It was reported that the device gave a "no disposable" alarm with 115ml remaining. Pump settings are unavailable. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.